Event description:
Procedure - tah, cystoscopy with placement and removal of bilateral ureteral stents. At the end of the 5th used of the bovie tip, surgical team saw that the bovie tip is with fire. Immediately, the tip wrapped with wet lap and until fire was extinguished. Dates of use: (B)(6) 2018. Diagnosis or reason for use: abdominal hysterectomy.